Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a unknown sized pre ruptured abdominal aortic aneurysm. It was reported approximately 2 years post the index procedure the patient presented emergently. CT identified the aneurysm diameter had increased with a type ia endoleak present and a suspected type ib endoleak from the right limb. On further investigation there was no obvious type ib endoleak from the right limb, however it appeared the shape of the leg changed immediately after implantation. Intervention was completed where etlw1610c156ej was implanted distally and etcf3232c49ej proximally and 2 more additional non mdt stents were implanted in the gap of the proximal neck and the procedure completed. 2 days post intervention follow-up CT demonstrated that the type ia endoleak had not resolved. The physician elected to perform proximal neck banding by laparotomy resolving the endoleak. Per the physician the cause of the increase in neck diameter and type ia endoleak were undetermined and noted that the patient did not return for 6 month follow up after the initial implantation procedure. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Device evaluation summary the reported endoleak could be confirmed on the films provided; however the cause or type of the endoleak could not be determined. Endoleak interrogation via selective angiograms (injecting from different levels within the stent graft) to help determine the source and rule out other potential endoleak sources was not seen, and only a single imaging view point (a-p) was observed in the films provided; thereby, making determination of the endoleak difficult. Lack of post-implant CT¿s did not allow for assessment of the patient anatomy to ascertain increase in neck diameter or to review the distal limb changes. It is possible that disease progression with increase in neck diameter may have been a contributory factor in the occurrence of the proximal endoleak. Analysis of the returned CT slices and still angiograms did not reveal any out of specification stent graft integrity issues. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.